Event description:
A triple-lumen venous catheter was placed in the femoral vein site in 2004. Guidewire was removed and three ports flushed without difficulty. The catheter fell out two days later and was not replaced. In 7/2004, a guide wire was revealed on a chest x-ray and was surgically removed. It measured approximately 30 cm.